Manufacturer narrative:
(B)(4). Date sent 5/5/2025. D4 batch #176d91. Investigation summary: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The washer was present and uncut and there was staples present. Also, the staple retainer was received inside a plastic bag. When the battery was installed the green checkmark was not illuminated, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. During the functional test, the orange indicator was received in the high b position and it cannot be moved from that position, however, the device fired without any difficulties. The device was disassembled to verify the condition of the internal components and the orange indicator was observed damaged (broken). The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. The event described could not be confirmed as the device performed without any difficulties. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device must be used within 12 hours of inserting the battery pack. Failure to use within this time frame may cause the battery to be depleted. Refer to battery pack disposal for battery pack disposal instructions. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 176d91, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished cdh29p, with lot/batch number c9el9m, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device cannot sense the device connection. There were no patient consequences.